Manufacturer narrative:
Our product evaluation laboratory received one ava 9f introducer. Leak testing was performed with and without the customer returned 7.5f catheter. No leakage was observed with and without the catheter. The sheath body was free of visible damage. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. The customer report of a leakage issue was not confirmed on evaluation, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No actions will be taken at this time. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications are well described in the literature. In the swan ganz IFU that was used with this system setup, it is noted that cardiac arrhythmias may occur during insertion, withdrawal and repositioning of the catheter, but are usually transient and self-limiting. Premature ventricular contractions are the most commonly observed arrhythmia. Ventricular tachycardia and atrial tachycardia have been reported. In the complications section of the dpt IFU it is noted that air can enter the patient through stopcocks that are inadvertently left open, from accidental disconnection of the pressure setup, or from residual air bubbles into the patient. Central venous pressure catheters have been associated with air embolism. The patient experienced a tachyarrhythmia during the procedure. In this instance, the patient required two electrical shocks to be stabilized. It is unknown what component of the system potentially contributed to the event or if user or procedural factors contributed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that despite several attempts to aspirate a mixed venous saturation (svo2) sample from the proximal injectate lumen on a swan-ganz catheter, there was only 40cc of air return and no blood. The sample was drawn from an approximately 10cm long section of extension tubing connected to a 3-way stopcock that had been added to the lumen. The stopcock was also connected to another port that went to a disposable pressure transducer. The customer states that the device was correctly ¿purged and permeability was also verified.¿ air was also found in other lumens that were being used for different treatments, such as sedation and catecholamine; however, blood sampling was accomplished without any issue through the pulmonary artery lumen. Following the aspiration of air, the catheter was immediately removed and precautions were taken to avoid any consequences that might occur from an air embolism. Updated information from the hospital also reported that the (B)(6) year old male patient experienced a tachyarrhythmia requiring two ¿electric shocks.¿ the patient outcome was reported as good. The hospital could not find a clear explanation of the problem, despite performing an in-vitro test with the swan-ganz catheter and an ava introducer. The customer stated that the air could have come from one of the lumens or from between the catheter and the ava introducer.

Manufacturer narrative:
Related MDR report numbers received: 2015691-2018-02118, 2015691-2018-02187, 2015691-2018-02188.